Event description:
An article accepted for submission in the "international urogynecology journal 2008" describes the following coaptite related pt event. A pt was injected with 2 cc coaptite for sui and isd correction. Seven mos later, the pt returned for eval due to progressive difficulty in voiding. The urethral lumen was compressed by prolapsed mucosa. This tissue was incised and caha was removed. The prolapse has healed at a one mo f/u and the pt rec'd three add'l injections of coaptite without complication.

Manufacturer narrative:
This adverse event was not reported by any of the authors (lai, hurtado or appell) to coaptite dist, boston scientific corp or the coaptite MFR, bioform medical, inc. The physician who performed the actual coaptite procedure and f/u treatment was not identified in the article. The procedure date is unk. The device lot # has not been identified; therefore, the device history records could not be reviewed.